Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: received for analysis was a device consistent with the reported complaint of a promus element plus ous 3.0/20mm, the proximal end including the manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device, however, the balloon size is consistent with a promus element plus ous 20mm. A visual and tactile examination found that there was a hypotube shaft break at 1426mm from the end of the distal tip. A visual and tactile examination found that the centre struts were lifted, distorted and misaligned. The first two distal rows moved towards the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the shaft. Polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-august-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, de novo target lesion was located in the severely tortuous severely calcified left circumflex artery (lcx). The lesion contained a >45 and <90 degrees bend. A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break, stent damage and stent movement on balloon.